Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 3222136. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: (B)(6) had a staff member place a 20g IV peripherally in a patient. Once located in the vein, the needle button was pushed to retract the needle. The needle would not retract and the nurse had to remove need from catheter hub within the patient's arm. The needle continued to not retract and could have caused injury to patient and/or rn. There was not an injury during this incident.